Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported that the display on the customer's insulin pump went blank. The customer stated she replaced the battery with new batteries twice and the screen did not return. She then used the original battery and the display returned, and the insulin pump gave an unexpected restart alert. The customer's blood glucose was 125 mg/dl. Troubleshooting was begun but not completed. Nothing further was reported.